Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter during pre-test had sterile water leakage.

Event description:
It was reported that the foley catheter during pre-test had sterile water leakage.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter with syringe. Using returned syringe upon inflation solution leaked out of a pinhole on trifurcation site leading to inflation lumen measuring 0.013" also received 4 photo samples: first photo sample shows top view of catheter and syringe used. Second photo sample shows trifurcation site and arrow indicating pinhole. Third photo sample shows the inflation cap. Fourth photo sample shows the top view of the tray packaging. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder or urethra may be injured. 2. Applicable patients patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients patients with known allergy to silver coated catheter shape, configuration and principles bard silver lubri-sil foley tray consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls, vinyl gloves and statlock foley. Some catheter types of the device may have a temperature sensor for measuring patient¿s core body temperature and there are several types of closed drainage bags. The bag and statlock foley included in the tray will depend on the product. The surfaces of the catheter are coated with a minute amount of metallic silver and further coated with polyurethane, having antiproliferative effects on microorganisms on the catheter. Material balloon catheter: silicone; silver coating this product is made with bacti-guard silver alloy coating. Sizes of catheters available in sizes 12 to 22 every 2fr directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Open outer white wrapping to prepare sterile field and place under pad beneath patient, plastic side down. 2. If patient has a catheter in-situ - to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. Wait at least 30 seconds for deflation. If permitted by local protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by local protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. 3. Put on gloves, cover patient with fenestrated drape with open exposing location positioned where catheter will be inserted, and place the apron on yourself. 4. Using the two (2) syringes, marked ¿for cleansing purposes only¿, dispense the water onto three (3) gauze squares. Prepare the patient by wiping down the catheter insertion site with the saturated gauze squares. Dry patient with the remaining two (2) gauze squares. Note: do not use this syringe to inflate the catheter balloon. 5. Prepare the lubricating gel syringe by removing the cap from the syringe tip. 6. For easing the insertion of the catheter into the patient dispense the lubricating gel into the urethra. (According to local protocol). 7 remove top tray and open plastic pouch (sleeve) surrounding the catheter. 8. Proceed with catheterization according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve do not over penetrate) and depress plunger. Instill entire amount of sterile water 10 ml. 9. Attach statlock foley stabilization device to the bifurcation (y shape) of the foley catheter (statlock foley stabilization device can be used for up to 7 days) and apply. (Refer to the instructions for use provided with the statlock foley stabilization device pouch for more details). 10. If the procedure pack includes a leg bag, utilize the leg straps provided to secure the leg bag to the patient¿s leg, making sure not to affect circulation or drainage of urine. 11. Ensure catheter and drainage bag tubing is kink free and drainage bag is positioned below the bladder to ensure urine is flowing freely. Periodic inspection of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, further investigation should be taken in line with local protocol. 1. Kink the drainage tubing at a minimum of 5 cm below the sampling port. 2. Wipe the surface of the port with an alcohol swab. 3. Using an aseptic technique, position the syringe (luer slip tip only) in the center, perpendicular to the surface of the port, and then press the tip of the syringe into the sampling port. 4. Aspirate the desired volume and then remove the syringe. 5. Wipe the surface of the port with an alcohol swab. 6. Unkink the tubing and send the correctly labelled specimen to the laboratory. Correction-d , e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.